Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. It is unknown if the device was cleaned, sanitized, and disinfected prior to being sent to for repair. It is unknown if there was time lag between the end of clinical use and the start of pre-washing. It is unknown if the facility flushed the air/water nozzle with water and air. It is unknown if the facility flushed the air/water nozzle with detergent solution. It is unknown if the facility presoaked the endoscope in the detergent solution. It is unknown if the facility brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. It is unknown if the facility noted any abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that during surgery, a previously used olympus yellow clip (single use rotatable clip fixing device) came out from the colonovideoscope. The clip was recovered, and the procedure was completed with the same set of equipment. There were no reports of patient or user harm. This report is related to the following linked patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer in b5.

Event description:
The customer later confirmed the reported clip fell in the patient's body.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the foreign material was determined to be a clip. However, the root cause of the clip exiting the scope could not be identified. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 3 preparation and inspection ¿ detection. Operation manual: chapter 4 operation ¿ prevention. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.